Manufacturer narrative:
(B)(6). The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the cartridge was not recognized during the load step. No additional information about this complaint is available.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Unrelated to the event the display was found to have a red tint.